Manufacturer narrative:
The explant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent a l2-s1 posterior lumbar fusion on (B)(6) 2024. At the 6-month postoperative vist, radiograph images revealed that both l2 set screws had backed out from the pedicle screw. Revision surgery was performed to remove both set screws and replace with new ones. This is report 1 of 2.

Manufacturer narrative:
This is report 1 of 2. Correction: h3. Yes h6. Investigation findings: 3243 investigation conclusions: 61. Device evaluation: visual inspection showed the presence of a starburst wear pattern consistent with set screw backout whereas the screw moves and loosens over time jagged wear on the bottom of the set screw surface forms concentrically as it rattles against the rod. The root cause is likely that the set screws were not final tightened in addition to the rods not being fully normalized to the tulips when provisional tightening occurred. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Intraoperative management: final tightening of set screws: all set screws must be tightened using the appropriate instruments (e.g., torque handle, final driver, and counter torque) as indicated in the surgical technique guide. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.